Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-619h-(B)(4): the fiber/glass cap is fractured at the bevel edge; the glass cap distal part is detached and not returned; the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 5,232 joules and 1:09 minutes "fiber flashed and laserbeam scattered widely" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. Patient outcome: "ok" reported.